Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, blisters, and infection, under the overlay patch. A doctor was visited, and the skin reaction was treated with a prescription of cefalexin syrup. No additional patient or event information is available.